Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history review was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event. And investigation information. In follow up communication. It was reported, by the user facility, that they determined the issue was caused by multiple scopes, likely due to fluid invasion of the scopes. Caused by user error, during the leak testing performed in reprocessing the scopes. The suspect scopes will be returned to olympus for evaluation and repair. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The problem, as reported to olympus. Occurred ,during a diagnostic colonoscopy procedure. The intended procedure was completed using a similar device. There was a delay in procedure, in which the subject device was used. The length of delay is unknown. The patient was under monitored anesthesia care, during the delay. And there was no adverse health effect to the patient attributed to the delay.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the "b30" scope communication error occurred with multiple olympus model series 190 scopes in 4 endoscopy rooms. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 4 due to multiple events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the "b30" scope communication error occurred with multiple olympus model series 190 scopes in 4 endoscopy rooms. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 4 due to multiple events reported.